Event description:
It was reported that during device interrogation, sensing issue was noted. The cause of the issue could not be determined. There were no consequences to the patient.

Event description:
New information received indicated that the previous reported issue is due to a marker anomaly. No intervention was performed.